Event description:
At implant, catheter was sheared in the middle section, and the distal portion was left in the intrathecal space. The physician stated he would do a CT scan, but does not anticipate any problem leaving the catheter fragment where it is. A second catheter was attached for completion of the procedure.